Event description:
On (B)(6) 2013, it was reported that there was a dark line on the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Iu observed that the meter has a solid horizontal line appearing in the middle of the display. Iu observed that the location of the horizontal line on the display does not distort the decimal point or digit during the simulation test, therefore, misinterpretation is not possible.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.